Manufacturer narrative:
Evaluation results: the bl5625s lot# m0005808 passed the acceptance requirements of synergetics qa-303 vitrectomy cutter test procedure (5000 cpm/50 to 200 mmhg). Both returned units also functioned normally at 2500 & 1000 cpm/50 mm hg as reported in the customer's complaint. Reported discrepancy was not confirmed on the unit. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete. Report 1 of 2, see related medwatch report number: 0001932402-2019-00003.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway. Report 1 of 2, see related medwatch report number: 0001932402-2019-00003.

Event description:
A user facility in (B)(6) reported the cutter was correctly connected to the machine and all tests had been completed. When the surgeon activated the cutter in the patients eye it had inadequate cutting action although aspiration continued. Activation at 2500 cpm and 1000 cpm with a vacuum of 350 mmhg produced the same result. Another unit was used to complete the surgery with no harm to the patient.